Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had high blood glucose levels of 162 mg/dl. The customer reported a no delivery alarm on the insulin pump. The customer also reported a bent cannula. The customer also reported having issues with the serter for the insulin pump. The customer declined to troubleshoot. No additional information was provided.